Event description:
It was reported that this pacemaker entered into safety mode. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker entered into safety mode. After a review of latitude data high bipolar atrial impedance resulting in safety switch was observed in the past. The lead was tested through pacing system analyzer and confirmed out of range measurements in bipolar configuration. The fracture could not be identified on x-ray. The impedance allegation from the past has already been worked at other complaint. At this time the device has been replaced successfully but lead is still in use and programmed unipolar pace/sense. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker entered into safety mode. After a review of latitude data high bipolar atrial impedance resulting in safety switch was observed in the past. The lead was tested through pacing system analyzer and confirmed out of range measurements in bipolar configuration. The fracture could not be identified on x-ray. The impedance allegation from the past has already been worked at other complaint. At this time the device has been replaced successfully and returned for analysis, but lead is still in use and programmed unipolar pace/sense. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. If information is provided in the future, a supplemental report will be issued.